Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange nail is that the nail was partially outside the bone. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2022 that a sign im nail implanted to repair a fracture was replaced due to the nail being outside the bone. The im nail was replaced with a 11mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "in this surgery we removed nail and replaced properly."